Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon vertically ruptured near the middle at 6atm for 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.